Event description:
In 1997, patient had breast augmentation with saline breast implants. Over the years they began rippling, so in 2007, saline implants were replaced with silicone implants. Six months earlier, patient began experiencing edema in legs, ankles and feet along with extreme fatigue. Over the course of next 6 months, patient experienced the following symptoms: daily headaches & sore throats, sinusitis, dizzy, glassy eyes, mental confusion, short term memory loss, nausea, light & noise sensitivity, sores all over body that wouldn't heal, neck & back pain, burning in right breast, feeling of being poisoned, dry cough, night sweats, excessive thirst, toe nail fungus - loss of toenail, high blood pressure, numbness in right arm & hand, itching on back, insomnia. Prior to the event date, patient had been working 3, 11-hour work days. These symptoms caused her to have to take 2 months off work, then on returning to work, she has only been able to work 2, 5-hour days before becoming so fatigued and weak she has to go home. Barely able to keep her job at this time on very limited part-time basis. The implants gave her silicone poisoning, in 2008, she had them removed. Blood pressure reduced & other symptoms now going away. Dates of use. #1. 2004 - 2008. #2. 2004 - 2008. Diagnosis or reason for use. #1. Breast augmentation. #2. Breast augmentation. Event abated after use stopped or dose reduced? #1. Yes. #2. Yes.